Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported the infusion set cannula was bent when he removed it today. Pt stated there was some blood on the cannula. Pt reported, he received insulin through the infusion device when he bolused. Pt stated, his blood glucose has been elevated for the last day or two. Pt reported his blood glucose was in the 200 mg/dl range today. Pt stated, he was able to bolus to bring it down. Pt's normal blood glucose range is 120-180 mg/dl. Pt is using the wrong infusion adapter. Pt reported, he did not experience any leaking at the infusion site. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated, he noticed the elevated blood glucose level within an hour of insertion of the infusion set. Pt reported, he did not notice anything during preparation or insertion of the infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.